Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/04/2017, that on (B)(6) 2014, the patient experienced an adverse event. The patient's wife reported that at roughly at 11:00am, the patient was using a riding lawn mower on their acre of property. The patient's wife glanced out the window and noticed that the lawn mower had stopped, and the patient was sitting on the lawn mower hunched over. The patient's wife went outside and noticed that the patient was unconscious and about to slide off the lawn mower. The patient's wife called 911 and the fire department and paramedics arrived in about 5-10 minutes. The patient's blood glucose (bg) was approximately 36mg/dl and the patient was treated with an intravenous (IV) of glucose. The patient's wife declined transportation to the hospital and the patient became conscious in roughly 15 minutes and slowly came to. The patient ate food and regained awareness. There was no allegation against the dexcom device as the patient's wife was unable to confirm if any alerts had sounded during the incident. It was indicated that at the time of event, the patient was wearing protective ear wear and combined with the sound of the lawn mower, the patient could not hear cgm alerts. At the time of contact, the patient was aware and doing okay. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.